Event description:
Customer reportedly obtained results of 570 mg/dl and 169 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of hi and 26 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.